Event description:
The customer stated that the central monitoring system (cns_ screen went blank. If the power cycles the monitor, he sees an nds floating screen saver. Reference MFR # 8030229-2015-00190.